Event description:
It was reported that the patient fell about a week ago and their bowel symptoms had become worse (lack of efficacy). The patient also stated that their physician implanted their implantable neurostimulator (ins) wrong. It was noted that the patient did not have a physician at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-33, lot# va02096, implanted: (B)(6) 2012, product type: lead. (B)(4).